Event description:
It was reported that during skin graft harvesting, the dermatome failed and shredded the graft, which was discarded; a second dermatome was opened and an additional graft was taken. The patient required an additional graft harvest. No surgical delay was noted. Diligence is complete as no additional information was noted.

Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in united kingdom. (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.